Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks due to atrial fibrillation. It was noted that the shocks were not all delivered in one episode, however, therapy exhaustion did occur. The patient¿s medication was changed and an atrioventricular (av) node ablation occurred, which resolved the issue. The device remains in service. No adverse patient effects were reported.